Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power on properly) was confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, ECG "c" and ECG "d" were severed from the cable connecting them to the distribution node. The root cause for cut cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's battery charger/modem and reported that it was unable to power on properly. A us distributor returned a patient's electrode belt and reported that the electrode belt had a damaged cable.